Manufacturer narrative:
(B)(4).

Event description:
It was reported that a "hw" error and a "call tech support" error was displayed on the receiver. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and failed due to a damaged usb connector. Pictures were taken a receiver boot test was performed and passed. The receiver data log was not downloaded for review due to no usb communication. The receiver case was opened for an internal visual inspection and it failed due to moisture damage. The reported event of an error icon display was undetermined. A probable cause could not be determined. No injury or medical intervention was reported.